Event description:
A biomedical technician (biomed) at a user facility reported that a mixer was reported smoking from the control panel. The staff turned off the mixer and unplugged it. Upon initial inspection, the staff did not see any wiring damage or other obvious damage to the control panel or wiring's. Upon follow up, biomed confirmed the reported product complaint. Biomed stated that a smoking control panel did not set off any smoke detectors. The smoke was fanned so that it dispersed quickly. Biomed stated that upon mixing prior to treatment the control panel began smoking. Biomed could not confirm the amount of hours that the mixer has, however the control panel is a replacement part on the mixer not the original part. Biomed stated that the mixer has not had any past problems with failing electrical leakage tests and is always plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. Biomed stated that another replacement control panel should arrive soon and plans on replacing the part when it arrives. Therefore, the mixer is not back in service at this time. Additionally, biomed confirmed that there was no damage observed on any other components, or any other additional issues, associated with the smoking control panel. Biomed confirmed that a patient was not involved at the time of the incident and there was no harm to any patients or individuals because of this malfunction. Biomed confirmed that the smoking control panel is available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: e1 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a mixer was reported smoking from the control panel. The staff turned off the mixer and unplugged it. Upon initial inspection, the staff did not see any wiring damage or other obvious damage to the control panel or wirings. Upon follow up, biomed confirmed the reported product complaint. Biomed stated that a smoking control panel did not set off any smoke detectors. The smoke was fanned so that it dispersed quickly. Biomed stated that upon mixing prior to treatment the control panel began smoking. Biomed could not confirm the amount of hours that the mixer has, however the control panel is a replacement part on the mixer not the original part. Biomed stated that the mixer has not had any past problems with failing electrical leakage tests and is always plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. Biomed stated that another replacement control panel should arrive soon and plans on replacing the part when it arrives. Therefore, the mixer is not back in service at this time. Additionally, biomed confirmed that there was no damage observed on any other components, or any other additional issues, associated with the smoking control panel. Biomed confirmed that a patient was not involved at the time of the incident and there was no harm to any patients or individuals because of this malfunction. Biomed confirmed that the smoking control panel is available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A biomedical technician (biomed) at a user facility reported that a mixer was reported smoking from the control panel. The staff turned off the mixer and unplugged it. Upon initial inspection, the staff did not see any wiring damage or other obvious damage to the control panel or wirings. Upon follow up, biomed confirmed the reported product complaint. Biomed stated that a smoking control panel did not set off any smoke detectors. The smoke was fanned so that it dispersed quickly. Biomed stated that upon mixing prior to treatment the control panel began smoking. Biomed could not confirm the amount of hours that the mixer has, however the control panel is a replacement part on the mixer not the original part. Biomed stated that the mixer has not had any past problems with failing electrical leakage tests and is always plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. Biomed stated that another replacement control panel should arrive soon and plans on replacing the part when it arrives. Therefore, the mixer is not back in service at this time. Additionally, biomed confirmed that there was no damage observed on any other components, or any other additional issues, associated with the smoking control panel. Biomed confirmed that a patient was not involved at the time of the incident and there was no harm to any patients or individuals because of this malfunction. Biomed confirmed that the smoking control panel is available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.